Manufacturer narrative:
The electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. A review of the patient software flag files confirmed the reported problem. Upon evaluation, the trunk cable connector was physically damaged and unable to latch to the monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt connector was damaged.